Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery tube observed on 27-dec-2022. Unable to perform displacement test, sleep current test, active current test, and self test due to failed battery alert. Unable to download history files and traces using thump due to failed battery alert. Failed batt test was noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing; however, damage to the retainer ring was noted. The following were noted during visual inspection: partially broken retainer, retainer knit line damage, pillowing keypad overlay, stained keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and label damage (faded). Cosmetic damage was confirmed at the battery tube and battery tube threads. Failed batt test confirmed due to moisture damage on the electronic assembly. Damage to the retainer ring was noted. Unable to download history files and traces due to failed batt test. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a crack in the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device and the pump was returned for analysis.